Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va03zyt, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had urinary tract infection (uti) issues in the past.